Event description:
Foreign body in throat [foreign body in throat]. Oropharyngeal discomfort [pharynx discomfort]. Case description: this case was reported by a consumer via sales rep and described the occurrence of foreign body in throat in a 80-year-old female patient who received double salt dental adhesive cream (new poligrip) cream for denture wearer. Concurrent medical conditions included denture wearer. On an unknown date, the patient started new poligrip. On an unknown date, an unknown time after starting new poligrip, the patient experienced foreign body in throat (serious criteria gsk medically significant) and pharynx discomfort. On an unknown date, the outcome of the foreign body in throat and pharynx discomfort were unknown. It was unknown if the reporter considered the foreign body in throat and pharynx discomfort to be related to new poligrip. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. [Clinical course] on an unknown date, the feeling of stickiness (of denture adhesive) in the back of the throat (seriousness: gsk medically significant) continued for a long, which was quite uncomfortable (seriousness: non-serious). On an unknown date, the outcome of the feeling of stickiness in the back of the throat and feeling uncomfortable was unknown. No further information is expected.

Manufacturer narrative:
Argus case: (B)(4).